Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for molding defect with the incident lot was not observed. The photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that the bottom of the bd vacutainer plus plastic sst tube with gold bd hemogard closure had a molding defect that caused an error on the automatic biochemical machine. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bottom of the bd vacutainer® plus plastic sst tube with gold bd hemogard¿ closure had a molding defect that caused an error on the automatic biochemical machine. There was no report of exposure, injury, or medical intervention.